Event description:
It was reported that the patients lead had high impedances. Product investigation analysis indicated that lead might be fractured.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 20153219.